Event description:
It was reported that during an unknown procedure, the device did not properly close clips. There was no patient consequence.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.